Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for bowel dysfunction and gastrointestinal/pelvic floor. It was reported that the patient was to have a ¿urinary test today and was using a catheter (¿not sure about other equipment¿). It was also reported that their programmer did not power up. It was noted that the last time the programmer was used by the patient was probably (B)(6) 2017. It was recommended that the patient replace the batteries. The patient mentioned they did not intend to follow up with their healthcare professional (hcp). There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that replacing the batteries in the programmer resolved the inability to power the unit up. The patient stated there was no catheter used. As steps taken to resolve the issue, the patient mentioned they had ¿tests then implant¿. They reported that their issues had been resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
Adverse event or product problem: this event was incorrectly reported on the initial MDR as both adverse event and product problem. This event should be reported as adverse event only. If information is provided in the future, a supplemental report will be issued.